Event description:
It was reported that the balloon placement process was not smooth, and the machine would not work. It was noted that there was a large helium leak. As a result, the catheter was replaced, and the alarm was resolved. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iabc was functionally tested with no leak or abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon placement process was not smooth, and the machine would not work. It was noted that there was a large helium leak. As a result, the catheter was replaced, and the alarm was resolved. There was no report of patient complications, serious injury or death.